Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported at start up the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. No specific pt info, pump programming, or event details were provided. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.